Manufacturer narrative:
The srt-100 system used to deliver therapy operated within its normal design parameters. No issues associated with this system have been noted during the initial review manufacturing testing, inspection, installation, and servicing records.

Event description:
Wound/sore at treatment site (application of superficial radiotherapy for the treatment of squamous cell carcinoma). Healthcare provider ((B)(6) dermatology) reported wound in area of therapy for squamous cell carcinoma.